Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture and pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. A revision procedure was performed and lead testing was performed through the pacing system analyzer(psa) which produced out of range impedance measurements and elevated threshold measurements. The lead was removed from service and replaced. No additional adverse patient effects were reported.